Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system stored a signal artifact monitor (sam) episode. Technical services reviewed and advised the sam episode was stored due to respiratory rate trend oversensing. The respiratory sensor was successfully switched from the right atrial to right ventricular channel. Additional information from the field representative provided this sam episode was erroneous. Lead impedance measurements were stable. The patient will be seen at their next scheduled follow up visit as expected. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system stored a signal artifact monitor (sam) episode. Technical services reviewed and advised the sam episode was stored due to respiratory rate trend oversensing. The respirator sensor was successfully switched from the right atrial to right ventricular channel. Additional information was requested but has not been provided at this time. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.